Manufacturer narrative:
Due to no device information, the possibility of recall z numbers would be one of the following: z-1972-2021, z-1973-2021 or z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung complaints of copd from using his philips remstar pro device. The user states that he has never smoked. The user states his device was defective. User alleges he used the device for four years and got increasingly sick. In the end, lung damage and diagnosed with copd. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.